Event description:
It was reported through an implant card that a vns patient underwent generator replacement surgery due to a lead discontinuity. The impedance value after the generator was replaced was noted to be ok. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating good faith attempts to obtain further information have been unsuccessful to date.